Event description:
The plaintiff alleges that while working as a nurse plaintiff was exposed to latex gloves/latex proteins. Plaintiff alleges that plaintiff has suffered from inter alla urticaria, hives, allergic rhinitis, itchy and watery eyes, nasal and chest congestion, frequent headaches and dyspnea. Plaintiff further allges that plaintiff has been diagnosed as suffering from type-I latex allergy, and that due to their exposure to latex gloves plaintiff has suffered severe and irreversible latex allergy. Furthermore, plaintiff alleges that plaintiff at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products which contain the natural latex protein. Plaintiff alleges that plaintiff is unable to enter any environment where plaintiff is exposed to latex proteins, entering such environment puts them at at serious risk for anaphylactic reactions. Plaintiff also alleges that plaintiff must live their life in constant vigilance for the presence of latex products, avoiding everyday common products that contain latex. Furthermore plaintiff alleges that plaintiff is restricted in their life as to where can go, and what plaintiff can do with their life, with their career, and with their family. Also plaintiff alleges that plaintiff finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hosp, for any purpose, is a health hazard to them. Plaintiff further alleges that plaintiff has suffered and will continue to suffer in the future, severe emotional distress, and an inability to engage in their normal activities. Plaintiff alleges that plaintiff has suffered physical injuries, as well as great despair, and loss of enjoyment of life, and all of which are of a permanent and continuing and life threatening nature, and other damages. Plaintiff also alleges that plaintiff has suffered great loss and depreciation of their earnings and earning capacity and will continue to suffer same for an indefinite time in the future. Finally, the plaintiff's spouse alleges that they have been deprived of the consortium, care, support, and service of their spouse; and the plaintiff's family member alleges that they have been deprived of the consortium, care, support and services of their parent.